Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced bent cannula event on (B)(6) 2026, due to which the patient faced hyperglycemia event. The patient blood glucose value was 440 mg/dl at the time of the event and got treated with multiple daily injection (mdi) other than insulin. Patient experienced the symptoms of pain at the time of the event. The infusion set was in use for 2 days. No further information available.